Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transistor on the analog board. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional product code: dro.zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 122", "pacer disabled", "system fault 36", "system fault 37", "paddle fault", and "defib disabled" messages.complainant indicated that there was no patient involvement in the reported malfunction.